Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not functioning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that no further information was available other than there was no harm to the patient. Sterile processing received this instrument with a note from the technician stating that the instrument was not functioning properly, and the surgeon requested a different instrument to complete the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have the main tube broken. The fragment was not returned with the instrument. The complaint was confirmed by failure analysis.